Event description:
It was reported that the patient was experiencing non-target stimulation due to lead migration. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and percutaneous leads were replaced with a paddle lead. The patient was doing well post operatively and the explanted devices were discarded by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI: upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6).